Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 543 mg/dl with nausea and small ketones. During troubleshooting, customer support found the battery compartment was cracked and there was an internittent power issue.